Event description:
It was reported that electrodes 13, 14 and 15 were all over 10,000 during an impedance test. It was noted that these were not used, as the entire lead was not currently programmed, so the manufacturing representative (rep) did not test at a higher amplitude. The patient also got about 10 ¿zings¿ per day in multiple positions. It was noted that the patient was implanted for complex regional pain syndrome (crps) and it was unknown if the zings were a related condition. This started to occur on the weekend, about 1.5 weeks ago. The zings were not uncomfortable and the patient was getting good pain relief in the right knee, exactly where the patient wanted the coverage. The zings were where the patient was programmed, which was from the knee and down the leg. The patient¿s mother wanted the unused lead to be revised to cover the patient¿s back pain, but the patient did not want the lead revised. The patient had seen multiple healthcare provider (hcp) experts around the country. And the patient was fairly active and got physical therapy, so that might be the reason why the unused lead had impedance issues. It was later reported that the cause of the event and the zings were unknown, or if any of the leads had fractured. No reprogramming was needed as the patient reported good coverage. The doctor indicated that one of the possibilities was scar tissue. Nothing for sure had been decided, and there was a possibility of procedure lysis of scar tissue or a revision to replace the extensions. The patient was still using stimulation for the right leg, as it was effective, and returned periodically to the hcp for reprogramming for the right leg. The left leg zing was new and stimulation was not effective for the left leg discomfort. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).